Event description:
Customer reported an issue with incorrect time settings on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer in updating the pump time and advised monitoring for any future discrepancies, which the customer understood and acknowledged.